Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complaint involved a pt who underwent a knee revision surgery on (B)(6) 2015. The original surgery was dated (B)(6) 2015. The revision surgery was due to infection. In the revision, the 2 x 14mm tibial insert was removed and replaced with a new implant of the same size, and the 14mm retaining bolt was also revised and replaced with a new implant of the same size.